Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). 39 v-sics recorded in the last 2 days. 3 nst episodes with v-v intervals less than 220 ms on (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steady at approx. 443 ohms through (B)(6) 2016, spikes out of range on (B)(6) 2016.

Event description:
It was reported that lead integrity alert (lia) was triggered due to sensing integrity counter (sic) on the right ventricular (rv) lead. There was single high impedance jump, noise and possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.